Event description:
The customer reported that during a hepatectomy procedure, a spark burned a hole in the side of the insulated shaft of the electrode. The output setting was 80w in the coag mode. No patient harm occurred. A new electrode was used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.